Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including bench testing and stress testing with a known good test battery without duplicating the report. An internal inspection resulted in no findings. The reported incident was observed during device testing with the returned battery. The battery log showed battery depleted under normal use. The battery used during the reported event was scrapped. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.